Event description:
The alarm has a serious defect. I placed batteries inside it and it took 45 mins for the alarm to get so hot that it leaked batteries. If my son would wear it, he would get burnt. The plastic of the alarm already sent in from heat. I can't even hold it in my hands, it's that hot. Band and dangerous for children.